Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Due to the intra-operative malfunction, the complainant parts were not implanted (or explanted) during the surgical procedure on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Further clarification: the part number as provided (04.503.204.01c) is listed for (B)(6) use only. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation procedure on (B)(6) 2016 due to a sustained orbital fracture. During the procedure, the surgeon was attempting to insert ten (10) titanium matrixmidface 4mm screws, but encountered difficulty. The screws would not engage with any of the four (4) screwdriver shafts available in the set. The surgeon wound up having to use other 4mm screws to complete the procedure. This issue resulted in a surgical delay of an unknown length of time. This report is 2 of 10 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the screw associated with this complaint is whole and intact. Seven screws were received with this series of related complaints. No lot numbers were provided. Its 1.50mm diameter, cross slot head, and general configuration indicates that it is a member of the 04.503.2xx family of screws. Its 1.52mm diameter, cross slot head, and general configuration indicates that it is a member of the 04.503.2xx family of screws. Its 4.03mm length confirms it as a 04.503.204. The top of the head has a single mark on it that ends at the band. The drive has slight deformations / displaced metal on the flanks. When the drive is checked with the slot, the slot was found to be conforming. The band has three moderately deep marks on each side, diametrically opposed. These appear to be similar to extraction marks. The threads have some slight deformation / displaced metal at the major diameter. The underside of the head, flutes, and screw tip are all in good condition. Although there is displaced metal in the drive, the drive passes specification. Accordingly, it could not be positively ascertained that the nonconformance is manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.